Event description:
It was reported that a malfunction with code malf 24 occurred, and the pump could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to switch to multiple daily injections as a backup therapy and was sent a replacement pump. They were informed about handling and returning the defective pump, acknowledged the instructions, and were advised on using the new equipment with updated software.